Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead, exhibited a high out of range shock impedance measurement greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from the local field representative that the patient was seen in clinic an additional time and no further anomalies were observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received from a physician that during an in-clinic follow up, out of range shock impedance measurements were unable to be recreated. The physician reported that shock impedance measurements were 66 ohms. Following the in-clinic follow up, an additional high out of range shock impedance measurement greater than 125 ohms was detected. Boston scientific technical services (ts) discussed testing options with the physician. No adverse patient effects were reported. The local area sales representative was contacted a second time for additional information. At this time, no further information is available. Should additional information become available this report will be updated.